Event description:
The reporter stated the surgeon had partially aa4204vl silicone single piece lens and the patient squeezed their eye and the lens popped out. There was no patient injury. The reporter stated the lens was contaminated and another same type lens was implanted. This is one of two lenses used for this patient - see MFR # 2023826-2007-01364.

Manufacturer narrative:
Evaluation. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.